Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. However, clinical reviewed identified unusual strut pattern at implant that may have contributed to the to the outcome. Patient factors that might have contributed to this event included: the possible left-sided trauma and fluid in the abdomen (possible splenic rupture) observed on the imaging study 16 months post implant; and, the presumed antiplatelet or anticoagulation therapy due to a history of atrial fibrillation.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Upon follow up, the patient presented with a type 3b endoleak. The physician implanted an infrarenal aortic extension to correct the endoleak. The patient is doing well.